Manufacturer narrative:
This case, with patient identifier (B)(6) (guide system), is related to case with patient identifier (B)(6) (aviva system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 71 mg/dl and 171 mg/dl (guide meter) and 174 mg/dl (aviva meter).no adverse event reported. The test strip lot number was not provided for the aviva system. Return of the suspect device was requested for evaluation.